Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient went into the emergency room, experiencing inappropriate shocks from the right ventricle lead (rv). It was observed that the lead had dislodged, and therefore was repositioned. The issue was resolved, and there were no adverse patient effects reported.